Manufacturer narrative:
Concomitant medical product: product ID 6947-58 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission indicated gross undersensing of the atrial lead. The sensitivity was re-programmed and the lead remains in use. No patient complications have been reported as a result of this event.